Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely, but did exhibit damage at the rim and surface. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable, could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the cable on the mega suturecut needle driver instrument snapped and the mechanism stopped working. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.